Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm amplatzer amulet was chosen for implant using a 14f amulet delivery system. Transesophageal echocardiography (tee) identified a large transverse sinus, which was considered during device placement. No pericardial effusion was noted prior to the procedure. The transseptal puncture was noted to be difficult, and the physician was required to cross the septum a second time due to inability to advance the transseptal sheath through the septum on the initial attempt. The first transseptal puncture was performed inferior and posterior, and the second puncture was inferior and mid. During the procedure, one partial recapture of the amulet device was performed for re-orientation, followed by a successful second deployment, with no additional device manipulation required. A tension test was performed and held for 30 seconds, and an additional disc optimization tension test was completed successfully. The patient was in atrial fibrillation at the time of the procedure. Activated clotting time (act) was 252 seconds, and heparin was administered at 10,000 units followed by an additional 3,000 units. No protamine or reversal agent was administered. The left atrial pressure was 7 mmhg, and fluids were given. There were no multiple wire or delivery sheath exchanges, and no wire was placed in the left atrial appendage. Post-implant assessment with tee showed no pericardial effusion. The patient was observed for more than four hours post-procedure, and a transthoracic echocardiogram (tte) performed prior to discharge also demonstrated no effusion. The patient returned the following day with chest pain, and echocardiography confirmed the presence of a circumferential pericardial effusion. Pericardiocentesis was performed, during which approximately 400 cc of fluid (largest dimension reported) was removed. Cardiac tamponade was diagnosed. The physician reported uncertainty whether the effusion was related to the transseptal puncture or the 25 mm amulet device. The patient was subsequently monitored and discharged and has remained stable over the past two weeks.